Event description:
It was reported that an unknown particle of about quarter of an inch long was discovered in the tubing of a continu-flo solution set during set-up. No additional information is available.

Manufacturer narrative:
(B)(4). The cause of the particle was determined to be related to the manufacturing process. In order to further investigate this condition, a CAPA was opened. If additional relevant information is obtained, then a follow-up MDR will be submitted.

Manufacturer narrative:
(B)(4). A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. One sample was received for evaluation at the plant. Visual inspection confirmed that there is a dark particle approximately 10 inches above the middle y site. Microscopic inspection revealed that the particle was a piece of burned/charred plastic adhered to the inner tubing wall. No other test was performed. Initial evaluation confirmed the reported condition. Upon completion of baxter's investigation, a follow-up will be submitted.